Manufacturer narrative:
Insulation damage was noted at 17.8 cm to 24.8 cm from the connector pin consistent with clavicle crush damage. The outer and inner insulation was damaged at 18.8 cm to 19.9 cm from the connector pin and the outer coil was bent consistent with clavicle crush in this region. This is consistent with the observation from the field of insulation abrasion, low lead impedance and noise problem.

Event description:
It was reported that the patient was called in clinic for device check when low impedance on both right atrial and right ventricular lead was observed through merlin.net transmission. The patient was not symptomatic and is not dependent. There was also intermittent loss of rv capture and noise on both atrial and ventricular channels. During lead revision procedure, insulation damage and externalized conductors on both leads which was caused by clavicular crush was observed. Both leads were explanted and replaced. The patient did not have any complications from surgery.